Event description:
On (B)(6) 2011, the pt underwent surgery for spinal cord of thoracic region/without bone injury and was implanted with the allograft. On (B)(6) 2011, the pt presented with symptoms of an infection at the post-operative wound site. Aerobic and anerobic deep wound cultures from the back and spine/bone area were collected. Final microbiology reports listed the isolation of proteus mirabilis and enterococcus faecalis; no anaerobes were isolated. The initial reporter indicated that the info provided above is "routinely supplied to the MFR per (B)(4)'s tissue bank adverse event sop", and was reluctant to provide any other info regarding this event.